Manufacturer narrative:
The insulin pump passed prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during our testing. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 160 mg/dl. The customer stated she changed her infusion set and put the reservoir in the pump, but she cannot get the insulin to come out. The customer was advised to clear the alarm with the escape and act button. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that the pump alarmed no delivery. The customer was advised to discontinue use of the device and to revert to a backup plan.